Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in a unknown vessel. Reportedly dilatation of the vessel was performed using a 1.50x8mm mini trek ii balloon dilatation catheter (bdc); however, it was noted that the guidewire in use got stuck when being removed from the bdc. Due to the resistance during removal the bdc was noted to have a slight curve. Another dilatation catheter was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove and deformation due to compressive stress was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon dilatation catheter (bdc) encountered resistance when being removed over a guide wire. Analysis of the returned device noted bunching and twisting of the outer and inner member. This type of damage is consistent with interaction with the anatomy. It is possible that the device sustained damage during the procedure, contributing to the reported resistance during removal; however, this cannot be confirmed. Additionally, it is possible manipulation of the bdc, when resistance was encountered, further contributed to the inner/outer member bends/twists. There is no indication of a product quality issue with respect to manufacture, design, or labeling.